Event description:
The following has been reported to hamilton medical ag on 24 may 2024 it was reported by hamilton medical inc, that on 19 jan 2024, biomed reported that during start-up, a hamilton-t1 (sn (B)(6)) showed a (B)(4). Logs show several more tfs. Based on similar cases with similar tfs, problem linked to the driver board (pn msp161500) and the esm (pn msp161658). Start-up not possible with continuos audible alarming preliminary investigation reveals error read hardware component eeprom during self-test. Potential root causes that could be associated to this issue are as follow: the eeprom of one or more components couldn't be read via smbus. Smbus2: qvent sensor, pressure sensor board, option board, driver board (battery management). Smbus3: qo2, front panel board, control board (power management), driver board (eeprom). Possible cause short circuit between gnd and data clock of sm bus (damaged ffc cable or connector / contact problem) defective electronic component in: control board, driver board, pressure sensor board, front panel board, option board, esm board. In case the technical state cannot be read out from the eeprom of a component, the unit will fail in self-test and alarm with "technical state failed". Other technical faults will appear as after effect. The hw version will display the part* which causes the problem, highlighted in red. If the communication bus to the eeprom is interrupted, the first part of the communication will bed is displayed. This part is not absolutely the problem causing part. Check the cable connection and replace the defective component if necessary. The clean-up button also appears but has no function in this case. *except the flow sensor air and o2 as well as the o2 cell. If one of these three components cannot be read, the part will not be listed in the hw version tab. Possible correction that might be considered are as follow: check cables and connectors for proper connection. Inspect connector / ffc control board to driver board. Also send the error.log and instrument report to technical support for analysis. Replace the affected board/component. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on 24 may 2024. It was reported by hamilton medical inc, that on 19 jan 2024, biomed reported that during start-up, a hamilton-t1 (sn (B)(6)) showed a tfs 231002 and 331011. Logs show several more tfs. Based on similar cases with similar tfs, problem linked to the driver board (pn msp161500) and the esm (pn msp161658). Start-up not possible with continuos audible alarming preliminary investigation reveals error read hardware component eeprom during self-test. Potential root causes that could be associated to this issue are as follow: the eeprom of one or more components couldn't be read via smbus. Smbus2: qvent sensor, pressure sensor board, option board, driver board (battery management). Smbus3: qo2, front panel board, control board (power management), driver board (eeprom). Possible cause. Short circuit between gnd and data clock of sm bus (damaged ffc cable or connector / contact problem). Defective electronic component in: control board, driver board, pressure sensor board, front panel board, option board, esm board. In case the technical state cannot be read out from the eeprom of a component, the unit will fail in self-test and alarm with "technical state failed". Other technical faults will appear as after effect. The hw version will display the part which causes the problem, highlighted in red. If the communication bus to the eeprom is interrupted, the first part of the communication will bed is displayed. This part is not absolutely the problem causing part. Check the cable connection and replace the defective component if necessary. The clean-up button also appears but has no function in this case. Except the flow sensor air and o2 as well as the o2 cell. If one of these three components cannot be read, the part will not be listed in the hw version tab. Possible correction that might be considered are as follow: check cables and connectors for proper connection. Inspect connector / ffc control board to driver board. Also send the error.log and instrument report to technical support for analysis. Replace the affected board/component. According to the available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.